Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown kinematic rotating hinge custom femur circa 1987. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding femoral component and tibial stem loosening involving an unknown custom khr femoral component was reported. The femoral component loosening event was not confirmed. Device evaluation and results: not performed as no items were returned. Visual inspection of a photograph of the explanted devices did not provide anything of note to this investigation. Medical records received and evaluation: medical review could not be completed with the limited information available however the following comments were made by our clinical clinician; no radiology present on the femoral side. Conclusions: medical review could not be completed with the limited information provided. Early post implantation x-rays and x-rays of the femoral side would help determine the route cause for this event.

Event description:
Patient was playing tennis and with her foot planted, made a twist and felt the sensation in the knee. At surgery the krh femur was found to be loose. The gmrs prox tibia was loose. The components were replaced with a small gmrs distal femur and a small gmrs proximal femur.

Event description:
Patient was playing tennis and with her foot planted, made a twist and felt the sensation in the knee. At surgery the krh femur was found to be loose. The gmrs prox tibia was loose. The components were replaced with a small gmrs distal femur and a small gmrs proximal femur.